Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On (B)(6) 2013, follow-up imaging identified a possible type ii endoleak around the level of the inferior mesenteric artery (ima). On (B)(6) 2014, coil embolization of the ima was performed to treat the possible type ii endoleak. On an unknown date, follow-up imaging identified a proximal type I endoleak and aneurysm enlargement (amount unknown). After the coil embolization procedure, the aneurysm reportedly continued to grow. It was reported the previously identified type ii endoleak was actually a proximal type I endoleak caused by an angulated neck (within IFU) and a lack of wall apposition on the left side of the trunk. On (B)(6) 2014, an additional procedure was performed whereby an aortic extender component was implanted for proximal extension, and aptus endostaples were used to tack the device to the aortic wall. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.